Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device turned off during monitoring. It was reported to philips that the alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Event description:
It was reported to philips that the device turned off during monitoring. It was reported to philips that the defibrillator wasn¿t used for the expected procedure, monitoring of defibrillation for transcatheter ablation. The operator noted that the defibrillator shut down suddenly during patient preparation. It was decided to use another defibrillator. The event did not involve neither patient nor operator, it happened before the ablation procedure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.